Manufacturer narrative:
Added b5, added d4, added g4, added h3, added h4. The device was returned to olympus for inspection. A root cause could not be identified. Based on olympus investigation, it is believed that mold growth was caused by a combination of factors, including the use of tap water instead of endo quick (detergent) at the facility and environmental conditions (temperature, humidity) or a short period of non-use of the equipment. However, olympus was unable to identify the specific cause. The event can be detected/prevented by following the instructions for use which state: IFU operation manual ¿3.5 checking and replenishing detergent levels¿. IFU installation manual ¿4.13 detergent injection¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor had mold growing in the detergent pipeline. There were no reports of patient involvement.